Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05300 addresses the first cre balloon, while manufacturer report # 3005099803-2010-05301 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) year-old female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the first balloon was inflated to 12mm in the esophagus; the balloon was held for 50 seconds and then popped. A second balloon was used and the same issue occurred; the balloon was inflated to 12mm, held for 50 seconds, and then popped. No pieces of either balloon detached inside the patient. The procedure was completed with the second cre balloon dilatation catheter and same alliance inflation system. It was confirmed there was no malfunction of the alliance inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. However, it is probable that anatomical or procedural factors encountered during the procedure limited performance of the balloon (e.g. The balloon came into contact with a sharp exterior source).